Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high capture thresholds. The lv lead was repositioned and replaced. The patient's condition was noted to be stable throughout the procedure.

Manufacturer narrative:
Correction: b5 section: previously should mentioned that the lv lead was repositioned on (B)(6) 2024 and was not replaced.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high capture thresholds. The lv lead was repositioned on (B)(6) 2024. The patient's condition was noted to be stable throughout the procedure.